Event description:
It was reported that the device had an power on reset occur. It was further noted that the patient is undergoing radiation therapy. The reset was cleared, and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters: 1 - por for write to locked ram, addr=0e3e, data=ff on (B)(6) 2012, 13:14:04. One - patient alert for por on (B)(6) 2012, 12:14:04.